Event description:
The customer contact reported the device did not deliver. At an unspecified time, the device was programmed to deliver normal saline and the delivery was started. The customer reported a 250ml container size. At an unspecified time, the device was programmed for piggyback delivery to deliver an unspecified concentration of docetaxel. The primary container was hung at a level lower than the secondary container and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse noted the primary container was empty and the secondary container was full. The customer contact reported that the nurse clamped the primary tubing set and the delivery was completed. The device remained in clinical use. No medical interventions required. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel.(B)(4).